Manufacturer narrative:
(B)(4). Additional information: a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of free flow. However, quality engineering determined that broken upper & lower door hinge stops on pump 1 as well as a fine hairline crack between upper door hinge stop & hinge bore and a broken door latch stop on pump 2 discovered during device evaluation were related to the reported condition. No repairs were performed on this device as it is end of life. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This condition has the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This device had not been serviced by baxter prior to this event. No exception, nonconformance, or rework occurred during the manufacturing of the complaint lot or serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a flo-gard infusion pump which experienced free flow before use. The process step and care area are unknown. There was no patient involvement. No patient injury or medical intervention was reported. No additional information is available.